Event description:
It was reported that a long term dialysis pt with cardiac pacemaker in use underwent a ptd procedure as an outpatient. The graft was in the upper arm and no tourniquet was used. Shortly ater the procedure began the pt developed respiratory and cardiac arrest. A pulmonary embolism was suspected, and a full resuscitation was initiated. The pt was intubated and stabilized. The prognosis is uncertain. The physician is not attributing the occurrence to any deficiency with the device which had functioned properly.